Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient presented to the emergency room with difficulty breathing and was reported to have had recent flu like symptoms and gastrointestinal issues. The patient¿s device had delivered high voltage therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. In addition, the lead had high thresholds and high impedance. The patient¿s heart rate was in the 40¿s and there was no rv lead capture at maximum outputs. The device detections were turned off and resuscitation efforts were continued. The patient passed away after the family withdrew any further cares.